Event description:
It was reported that a rotawire break occurred resulting in an unretrieved device fragment. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke in the middle and the distal part remained in the lad. The procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that a rotawire break occurred resulting in an unretrieved device fragment. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke in the middle and the distal part remained in the lad. The procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
The device was returned for evaluation and was noted to be fractured. The distal (spring tip) portion of the guidewire was not returned. The fractured zone had evidence of mechanical wear. Dimensional inspection of the pusher wire and main coil revealed the distal, medium and proximal outer diameters were within specification.